Manufacturer narrative:
Report # 2011158-2016-00081 is associated with (B)(4), biotene original oral rinse.

Event description:
Accidently swallowed a tablespoon of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number 6e07c1, expiry date 30th april 2019) for dry mouth. On (B)(6) 2016, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details: adverse event information was received on 08 november 2016. The consumer reported that her husband accidently swallowed a tablespoon of the product.